Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for non-malignant pain. It was reported that the patient was seeing an elective replacement indicator (eri) message on their handset and that they first say this message on (B)(6). It was noted the patient was implanted on (B)(6) and that they had been using group a only with 2 programs, guarded bipole, 9.8ma, 10.2ma, 400us on both, 130 hz and that impedances were in the 900 ohm range. The patient did not use stimulation when lying down and the clinician tablet indicated that the patient used their stimulation about 31% of the time. The patient¿s physician was very frustrated as it was noted that he thought the ins would last much longer and commented that he had not been given accurate information upon which to make a decision around whether to give this patient a non-rechargeable ins or not. The patient was reprogrammed to 60hz and was initially getting 1+ year for longevity and then after cycling was added they were seeing about a 2-year longevity. The rep was to check with the patient regarding how their therapy was following the programming changes. There were no symptoms or patient complications reported. No complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.